Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the continuous glucose monitor graph was incorrect. Customer reset pump to address this issue. No reported impacted on bg.